Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed but the exact cause remains unknown. One photo sample of the distal end of a 3cg stylet was provided for evaluation. The wire was observed to have a complete fracture within the polyimide tubing region. The segments distal and proximal to the break were observed to be curled and contained multiple kink locations. The polyimide tubing characteristics could not be clearly observed from the photo. The kinks present near the fractured region are indicative of the stylet being advanced against resistance; however, the exact cause of the issue could not be determined from the photos provided. Since a complete break in the stylet was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redx1886 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "compromised integrity of stylet in dl PICC" additional information received (B)(6)2020 : after technician failed to advance the PICC in the rue he removed the PICC and noticed that part of the stylet wire was extended beyond the tip of the PICC catheter. We never intentionally do this. When he inspected it..part of the stylet came out from the port end and the broken portion came out of the distal tip (approximately 4cm).

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1886 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "compromised integrity of stylet in dl PICC". Additional information received 06/05/2020: after technician failed to advance the PICC in the rue he removed the PICC and noticed that part of the stylet wire was extended beyond the tip of the PICC catheter. We never intentionally do this. When he inspected it..part of the stylet came out from the port end and the broken portion came out of the distal tip (approximately 4cm).